Event description:
N/a.

Manufacturer narrative:
The device was received for visual and functional testing. Visual inspection revealed corrosion on the plate. Per the reported failure mode, function testing was not applicable. The root cause of the reported event is being investigated under a CAPA and investigation is still ongoing. Device history review: a device history review (DHR) was performed on lot number: 0070605 and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Manufacturer narrative:
The device has been returned for evaluation, however, the investigation has not been completed at this time. A supplemental report will be submitted with investigation findings.

Event description:
Information was received that upon explant, the plate was noted to have visible discoloration and corrosion. No patient adverse event was reported.